Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Device evaluation. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issues were induced by the physician technique during the procedure or it were related to a device malfunction, "cause not established" is selected as the most probable cause for these events.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used in the colon for a colonoscopy procedure performed on (B)(6) 2026. During the procedure the snare was not fully snapping closed at times and had issues resecting the polyps. Procedure was completed with the original device. There were no patient complications as a result of this event.